Event description:
On (B)(6) 2013, MFR received a telephone call from the end-user reporting that she has a tattoo imprint on her right arm after wearing the device. She stated the device was applied on (B)(6) 2012, by physician quality care (B)(6) after receiving a measles, mumps,and rubella (mmr) shot. She reported that physician's quality care told her to use hydrocodone cream to treat the affected area. She also stated that in mid-january she went to family walk-in clinic due to the tattoo imprint still being on her arm. She was told that the imprint was caused by hyperpigmentation and scarring of the skin from a reaction to the chemicals in the bandage and was prescribed luster cream. On (B)(6) 2013, end-user stated she returned to physicians quality care and spoke to a physician who told her that he has never seen this kind of reaction. End-user provided MFR with a letter dated, (B)(6) 2012, from physician's quality care that stated: "unfortunately, things which have not adversely affected us in the past may become a problem in the future. This appears to be the case with the adhesive in the band-aid. As you were told, this is not an uncommon reaction and will normally disappear within a few days. The band-aid which was placed on your arm was identical to the ones placed on other patients on (B)(6) and in the days following. We have had no reports from anyone else of an allergic reaction; however, that does not mean that one did not occur.

Manufacturer narrative:
This report is being filed resulting from a (B)(4) inspection at the manufacturer on (B)(6) 2012 where the manufacturer was cited for failure to make multiple attempts to obtain information for MDR decisions.